Event description:
I am an ophthalmic surgeon and would like to report an incident of fray ethicon 6/0 vicryl on s-29 needle (j555g) lot zgz285. Exp jan 2012. The suture started fraying as it was passed through the muscle, leaving a single thin thread behind.